Event description:
It was reported that this event occurred in the emergency room. The insertion site was the right jugular. It is reported the catheter was perforated and leaking near the proximal line. As a result, the catheter was successfully replaced. There was no reported delay in treatment. There were no reported patient injuries, complications, or death.

Manufacturer narrative:
(B)(4).